Event description:
The following has been reported: fk clinical implementation service emailed : "this event was reported on (B)(6) 2025 @ 1600. A pump administering blood on ICU 7b, kept displaying the "more options" on the screen, when the clinician would change it to the run screen, it would go back and display the "more options" screen. It was also reported that the screen was difficult to unlock. Incident occurred on (B)(6) 2025 during entire infusion that was started at approximately 1200. Clinician reported there was no interruption of infusion during this time. No patient harm. A preliminary review identified the following issue: random touches registered an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint could not be confirmed. The device was returned for touchscreen issues. The touchscreen issues could not be replicated during investigation. The touchscreen was able to respond to touch inputs, no unregistered touches or touches without user input were observed. The device was opened to inspect for internal damage. No internal damage was observed and all connections were secure. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device will be sent to repairs before the device is sent to the test line for full functional testing.